Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery depleted while the customer was sleeping. Customer reported a blood glucose (bg) level of 34 (mg/dl) and loss of consciousness. Emergency responders were called and customer was treated at home with intravenous glucose. It was indicated that customer would continue to use the pump for diabetes management.